Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced hyperglycemia as well as insulin pump had motor error. Customer stated blood glucose was 409 mg/dl at the time of incident and the current blood glucose level was 202 mg/dl. The customer was treated with insulin pump. Customer¿s mother declined with troubleshot for high blood glucose level. Customer also stated when he was changing set, it won¿t rewind or it rewind really slow. Customer also stated that insulin pump had no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime test and insulin did exited. The insulin pump will not be returned for analysis.